Manufacturer narrative:
This supplemental report is being submitted to provide the evaluation result of the subject device. The subject device was returned to olympus europa se & co. Kg for evaluation. Following abnormalities were detected in the evaluation. The distal end cover was cracked. During the leak test, bubbles continued to come out from the distal end. There was no malfunction in the other parts of the subject device. The exact cause of the reported event could not be conclusively determined. The subject device is planned to be repaired. If additional information is received, this report will be supplemented.

Manufacturer narrative:
The device has not been returned to olympus medical systems corp. (Omsc). Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus was informed that as a result of microbiological testing by the user facility, the subject device tested positive for the microbes as follows: on (B)(6) 2019: enterobacter cloacae and klebsiella pneumoniae (the number of microbes was not reported). On (B)(6) 2019: total in the elevator channel (300 cfu): enterobacter cloacae and klebsiella pneumoniae. Total (300 cfu): klebsiella pneumoniae. The microbial test in (B)(6) was performed on the subject device, which had been stored in a non-medical cabinet for 39 hours and 10 minutes after the high disinfection. There was no report of patient infection associated with this report.